Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The tip of the screw driver blade was found to be broken during inspection of the returned loner kit from the hosp. It was confirmed with the hosp that the tip was removed from the pt's body.